Event description:
Caller alleged discrepant high ckmb results. Results as follows: patient presented complaining of back pain and was worried that she was having a heart attack. The patient did not show signs and symptoms but was tested on the triage meter with elevated ckmb results. The caller was not concerned with tni or myo results. The same sample was re-tested with elevated ckmb results. The patient was sent to another hospital where she was admitted. Confirmatory testing was performed at this hospital and the results came back as "normal". The patient was discharged the following day. The customer is unable to send the patient sample in for further investigation as the sample was not saved.

Manufacturer narrative:
No discrepant high ckmb results were observed with normal whole blood donors on retain lot w56314. Customers complaint was not replicated. No sample was returned and further investigation is not possible. No product deficiency was established. Lot performed as expected. Corrective action is not required at this time.